Event description:
The ge oec 9800 fluoroscopy system reportedly had cine that would not record when demanded. Also reported that roadmap would not work.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not reproduce the malfunction. The software was re-loaded. It was recommended that the system have the hard drive replaced as well. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.